Event description:
Customer service communication received an email in 2007 from a patient/lay person regarding error messages while testing with "one touch ultra test strips." The patient wrote, "due to this problem I was unable to test for four days until I could get to a dr." The patient, who responded to this senior medical affairs specialist's letter on 12/14/2007, shared the following information. The patient had been successfully using the one touch ultramini since purchasing it in the summer, 2007. The latter part of the same year, the patient received error messages on fifteen tests. The previous ten from the box of 25 were successful. Although the patient does not recall which error message, it was the same message each test. Unable to test for four days, the patient became tired with a dry mouth. The patient experiences dry mouth when both hyper and hypoglycemic. She continued to take her daily oral hyperglycemic agents. She made an appointment with her physician due to the symptoms. In the physician's office her blood glucose was "63" mg/dl. He treated with glucose. Since purchasing more test strips, she has tested successfully with no error messages. The patient tests four times a day. Additional test strips will be shipped to the patient because the patient has discarded all of the strips from the subject lot ("since they all contained blood"), they will not be returned to lifescan. The complaint is classified as a serious injury for the following reason. The patient claimed she was unable to determine whether her blood glucose was elevated or low since she did not obtain actionable results on her meter and ws later treated for hypoglycemia by her physician.